Manufacturer narrative:
Corrected data: d3, d4, h4. Additional information: d9, g1, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tactiflex catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, cardiac perforation are known risks during the use of this device.

Event description:
During an atrial fibrillation/flutter procedure, an atrial tamponade occurred requiring a pericardiocentesis to stabilize the patient. Mapping had been done and an ablation line was being created from the left inferior pulmonary vein, between the mitral valve and the appendage, across the anterior wall, across a portion of the roof and terminating at the right superior pulmonary vein. The operator was having some difficulty with catheter manipulation across the anterior and roof aspects as they were close to the site of transseptal puncture. This caused him to ablate the same area (on the roof, 2/3 mm from the right pulmonary vein) multiple times, there was impedance cut off at 150 ohms a few times and was raised to 170 ohms immediately before tamponade in this location. The catheter began to move beyond and outside the geometry above the previous lesion and the operator asked if we had an impedance shift, shortly after the patient began to convulse, snore and show tamponade symptoms. Tamponade was suspected so an echocardiogram was done, tamponade was confirmed, and a pericardiocentesis was performed to stabilize the patient.